Event description:
Clinical report states the patient had a liner and head exchange with placement of a constrained liner for recurrent dislocation 224 days after reimplantation of tha components. The patient's initial surgery at the (B)(6) was a resection arthroplasty performed 270 days prior to this event with the placement of an antibiotic spacer for the treatment of an infection that occurred after an arthroscopy performed at an outside institution.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.